Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka).

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer refilled and reused the cartridge. Customer continued to use the existing cartridge for insulin therapy. Customer¿s blood glucose level was 300 mg/dl.